Manufacturer narrative:
Received and placed transmitter under microscope and found moisture/corrosion damage at the connector pins. Unable to continue with functional testing or verify led anomaly. In summary, the customer complaint of led anomaly could not be confirmed due to moisture/corrosion damage at the connector pins. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the insulin pump and the transmitter. The customer also reported that the transmitter did not blink when connected to the sensor. The customer reported no adverse event. The event involved product(s) mmt-7841zn & mmt-7040a. Troubleshooting was done and advised a possible issue with the transmitter. Advised the transmitter may not be working. No harm requiring medical intervention was reported. The product mmt-7841zn will be returned for analysis but mmt-7040a will not be returned for analysis.